Event description:
Customer cited that receiving high readings on the medisense 2 meter. Medical intervention was required during a hypoglycemic event when insulin was administered according to the alleged higher reading received. No valid lab comparison was performed.